Manufacturer narrative:
Customer had 8 ellips fx phaco handpieces at the time of the event however it is not known which handpiece was involved with this event. The handpiece serial numbers are as follows: (B)(4). The customer will not be returning the handpieces for further eval. Note: at the date of this report, amo has provided all available info. No further info is available or expected.

Event description:
The doctor reported observing mild iris lesions in the operative eye following cataract surgery with the ellips fx handpiece.